Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) sensor readings on the ilet after initially pairing successfully, resulting in signal loss to the ilet and interruption of glucose data to the system. No adverse clinical symptoms reported. Outcomes included a dosing stops soon alert without reported injury, hypoglycemia, hyperglycemia, or hospitalization. User support included user-guided troubleshooting and education, including bluetooth toggling and re-pairing the sensor. Investigation of this case revealed a communication issue between the dexcom g7 transmitter and the ilet cgm interface, consistent with intermittent bluetooth connectivity or pairing instability. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption related to external connectivity factors.

Manufacturer narrative:
Initial.